Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h1, h2, h3, h6, h10, h11. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided. Unable to perform a compatibility check. Complaint history review cannot be performed without product identification. Medical records were not provided. This complaint cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products(reported). Unk vngd femoral lot# unk. Unk vngd femoral stem lot# unk. Unk vngd tibial lot# unk. Unk vngd bearing lot# unk.

Event description:
It was reported the patient is experiencing an infected right knee. The initial surgery was done on an unknown date. Subsequently, a washout and poly exchange was performed, however the infection was not resolved and infection remained. Sixty days after the revision a second revision was performed with all implants removed and an antibiotic spacer installed. The antibiotic spacer should remain for about 5-6 weeks, after which time the patient will be fitted with a new poly and locking bar.